Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation of the complained device shows that the holding mechanism does not function properly. Visual inspection identified organic residues inside the device. Several analyses identified that insufficient cleaning procedure possibly led to such problems. Dirty residues in the clamping mechanism avoid proper holding mechanisms. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
During a femoral fracture with stem, lcp-df (distal femur) and cable system, while the surgeon attempted to tighten cable, the tensioner went idle and would not tighten the cable properly. This is 1 of 1 report for complaint (B)(4).